Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to infection, aneurysm rupture and death. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis ((B)(4)) and a non-gore endoprosthesis. The patient tolerated the procedure. On (B)(6) 2015, the patient expired due to an infectious aortic aneurysm rupture. Further information will be requested.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Corrected the date of adverse event.

Manufacturer narrative:
Updated the event description.

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt3720/6969690) and a non-gore endoprosthesis. The patient tolerated the procedure. On (B)(6) 2014, a distal type I endoleak was revealed to the non-gore endoprosthesis, and another non-gore endoprosthesis was implanted to treat the endoleak. On (B)(6) 2015, the patient admitted to the hospital. Computed tomography (CT) revealed infection of the initially treated thoracic aortic aneurysm as well as a suspected endoprosthesis infection. Additionally, the aneurysm diameter was 74 mm. It is unknown which of the implanted endoprostheses had become infected. On (B)(6) 2015, the infectious thoracic aortic aneurysm ruptured, and the patient expired on (B)(6) 2015. It was reported that a possible route of infection was unknown. Additionally, the patient was actually negative against a pathogen test so that the specific root cause of infection was unknown. It was also reported that any resuscitation was not performed for the patient. Furthermore, an autopsy was not performed.